Event description:
It was reported that the patient presented for a pacemaker implant procedure on (B)(6) 2022. During the procedure, one of the leads could not be connected to the pacemaker header. Additionally, the set screw could not be removed. The pacemaker was removed and replaced in the same procedure. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of after backing out the setscrew then could not tighten the setscrew on the lead was confirmed. Analysis revealed incorrect insertion of the wrench into the atrial setscrew inset occurred. The wrench was not being fully inserted therefore the wrench began to strip the setscrew inset while trying to tighten the setscrew. Both atrial and ventricle setscrews and septums were then badly damaged by the physician or hospital personnel either from investigating or attempting to fix the problem. The problem in the field was caused by the user¿s incorrect use of the torque wrench in tightening or loosening the setscrews.